Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was deceased. The customer's husband reported that his wife had passed away on (B)(6) 2014 from heart and kidney failure. It was found the customer was in the intensive care unit prior to her passing. The husband also reported the customer's insulin pump was removed from the customer for four days prior to her passing. The customer's blood glucose at the time of her death was unknown. The customer's insulin pump will not be returned for analysis. No additional information provided.